Event description:
The customer reported that the insulin pump alarmed threshold suspend. Customer's blood glucose was 300 mg/dl. Customer stated she maybe was sleeping on her sensor. Showed to customer how to silent her glucose alerts. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).